Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)

Event description:
Treatment of a left ophthalmic aneurysm previously treated with an enterprise stent in (B)(6) 2010. It was reported the pipeline was delivered into the previously enterprise stent with the distal end deployed. When coming around the bend, the pipeline had dense mesh over a stenotic region, giving the appearance of twisting. Several attempts were made and eventually the proximal end deployed; however the stenotic region remained in the device. The physician was able to used a guidewire and balloon to open the stenotic region and the pipeline. No patient injury reported.